Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. Patient was implanted with plate and screws on an unknown date. Patient was returned to the or on an unknown date for removal of hardware, reason unknown. Complaint was sent for information only, no further information is available. This is 4 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device is used for treatment, not diagnosis. This screw is whole and intact. The part was confirmed as being a 04.211.026. This screw has been supplied as: for information only. The drive has sustained some light markings, consistent with use. The top of the head is relatively free of marks/damage. The head threads have been lightly marked, consistent with use. The first shaft thread at the neck has some slight material displacement. The shaft threads starting at approx. 8.5mm from the tip and continuing all the way to the tip have been compressed at the major diameter. The flutes and tip are affected in a like manner.